Manufacturer narrative:
None of the complaint samples are available. The manufacturer is informed of the issue, and is pursuing the type of evaluation required to address complaint.

Event description:
Product complaint [could not be coded]. Case description: information was received regarding one bag of viaspan solution in which the additive port completely came off. It was reported that while the additives were being inserted through the additive port, the port completely came off.